Manufacturer narrative:
At this time, no product has been returned to argon for evaluation and the complaint could not be confirmed. A review of the device history records and inspection records was conducted and no similar concerns were found. Without the sample to review, a definite root cause and corrective action cannot be established. If the sample is returned at a future date, a follow up report will be submitted with the evaluation and conclusions.

Event description:
Kink in line attempt to straighten gently. Catheter snapped. New PICC placed.

Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. One catheter was returned. The stylet hub was still seated in the luer lock of the catheter. Kinks were observed in the stylet near the tip of the stylet. After the kinks the stylet was curved. It is possible the catheter was damaged when the device was kinked. The kink could be a result of mishandling either in the user environment or in manufacturing.